Event description:
It was reported that (1) device was during a neumonectomy procedure. It was reported by the affiliate that the tx60g device did not staple so the surgeon had to suture by hand to complete the case.

Event description:
It was reported that (1) device was used during a neumonectomy procedure. It was reported by the affiliate that the tx60g device did not staple so the surgeon had to suture by hand to complete the case.